Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that patient is charging his implant twice a day for the last and half and he used to charge once a day. Patient states he is getting excellent recharging quality when he is charging. Patient reports his implant will deplete to 60% at night and he is not sure if it is his setting or what is causing the ins to deplete and causing him to charge twice a day. Patient states ins is usually around 60% when he starts the charging. Reviewed usage and setting could affect how often implant needs to charge. No patient symptoms were reported. Caller was redirected to the healthcare provider (hcp).